Event description:
It was reported that insulin leaked form the reservoir past the o-rings during a bolus delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 309 mg/dl. The customer stated that the last 3 times while filling the reservoir, he could not see 4 bars on the screen, and only 3 bars were visible. He noted that he had also depleted insulin quicker than normal and observed moisture under the lcd screen, which he believed was insulin. He did smell insulin in the reservoir compartment. The customer declined troubleshooting for high blood glucose. Advised return of the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-94951.